Event description:
An aneurx stent graft system was implanted in a patient for treatment of an abdominal aortic aneurysm approximately 49 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the aneurysm ruptured due to patent lumbar arteries and a patent ima. The stent grafts were successfully explanted; however, the explanted stent grafts were discarded. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: type 2 endoleaks. Explanted stent graft was discarded.